Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes customer found rubber stopper is turned over, and blood leaks out. The following information was provided by the initial reporter. The customer stated: defect: when the blood collection tube is connected, the rubber stopper is turned over, and blood leaks out. Quantity: 1 piece. Impact: affecting the patient's emotions, the blood was stained by the medical staff, and one has been replaced for normal blood collection. Claim settlement: claim settlement is required, and a complaint reply letter is required.

Manufacturer narrative:
The following fields have been updated wwith corrected information. B.5. It was reported when using the bd vacutainer® lithium heparinn blood collection tubes customer found rubber stopper is turned over, and blood leaks out. The following information was provided by the initial reporter. The customer stated: defect: when the blood collection tube is connected, the rubber stopper is turned over, and blood leaks out. Quantity: 1 piece. Impact: affecting the patient's emotions, the blood was stained by the medical staff, and one has been replaced for normal blood collection. Removed annex e code e2105. There was no exposure reported by the customer. H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed, as there was a cocked stopper in the shield assembly. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly causing a cocked stopper to be in the shield assembly based on the provided photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes customer found rubber stopper is turned over, and blood leaks out. The following information was provided by the initial reporter. The customer stated: defect: when the blood collection tube is connected, the rubber stopper is turned over, and blood leaks out. Quantity: (B)(4). Impact: affecting the patient's emotions, the blood was stained by the medical staff, and one has been replaced for normal blood collection.